Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette adn into the cycler. Pt saw air bubbles were in the pt line. Pt stated that fluid was leaking from the cassette and dripped into the fresenius cart and cycler. Pt was unable to complete treatment that night but completed it the next day. Pt had no adverse effects and her effluent remained clear. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.